Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low flow rate during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported low flow rate which was reproduced as an under infusion during flow rate testing. Inspection of the valve and finger travels found the upper finger and lower valve travels to be out of specification causing the flow rate issue. The device was adjusted and recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.